Event description:
Customer reported receiving inaccurate erratic readings. Customer dosed with insulin after receiving an unspecified reading. Pt subsequently suffered a seizure during a hypoglycemic event. Customer was in bed at the time. Their family member provided oral glucose as treatment. Testing was conducted on the finger. Event occurred approx two weeks before the call to customer service.